Event description:
It has been reported to philips the device froze while software update was being performed gives message stating device needs to be serviced when powered on wants to receive a loaner and send device to the bench for repair